Event description:
It was reported that during an unknown procedure during use, the handle part was hardly tightened and made a fragmented closure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 6/26/2025 d4 batch #215d57 b3: only event year known: 2025 investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with 5 staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 215d57, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device gcs40g lot number c9et3f and no non-conformances were identified additional information was requested, and the following was obtained: 1. Please provide more details for "made a fragmented closure"? Na 2. Did the device cut? Unknown 3. If the device cut/fired, was the cut line complete? No 4. Did the device staple? No 5. If the device stapled/fired, was the staple line complete?no 6. If the device was stapled, was the shape of the staples (b-formation, irregular, unformed)? Unknown 7. Did the device close? Unknown.